Event description:
It was reported that the ilet pump screen was not functioning and the user could not select on-screen options; the user observed a small crack on the display and transitioned to backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included continued insulin management using backup therapy and continued cgm use. Investigation included remote troubleshooting and user education, including instructions to shut down the device, sync data to the mobile app prior to return, and proceed with a replacement. Investigation of this case revealed a damaged screen consistent with a cracked display causing loss of user interface functionality; the device was not reliable for insulin delivery or meal announcements, and a return was arranged with a shipping label provided. It was concluded, based on previously established findings for similar reports, that physical damage to the display led to loss of function.